Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016 at 6:00pm. He claimed that he obtained alleged inaccurate high blood glucose results of "211 mg/dl" on the subject meter, compared to 172mg/dl on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages his diabetes with oral medications diet and exercise and has reported that he has experienced symptoms of "lightheaded, blurry vision and lethargic" which had been ongoing for a few days prior to the start of the alleged product issue. The patient reported that on (b)(\6) 2016 at 6:00pm he attended emergency room (ER) and received IV glucose treatment from a health care professional and obtained a blood glucose result of 41mg/dl on the ER meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the result was obtained from an approved sample site. The correct testing steps were used. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken and the patient did not have control solution to conduct a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.